Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted with the backup device.

Manufacturer narrative:
Conclusion: according to the information received from the field in-package measurements showed one channel affected with li impedance, which was confirmed during device investigation. The reported issue is caused by a change of the telemetry measurement using maestro versions 10 or 11 and constitutes a false-fail measurement. Technically the implant works within specification and is fully functional. A back-up device was implanted successfully. This is a final report.

Event description:
The user was implanted with the backup device.